Event description:
This unit returned as a rental end with no problems specified. There was no patient harm reported. During the repair evaluation, it was discovered that the unit would alarm as specified when the 5 amp cb was pulled. The power was replaced to correct this problem. This malfunction was discovered on the technician's bench, there was no patient involvement.